Event description:
Poly on tibia insert and poly on patella button worn through. Both were replaced. Polyethylene wear debris caused marketed ossteolysis of patella bone bed and intercondylar areas of lateral and medial femoral condyles. Femoral component solidly fixed. Bone graft used to fill cavity defectdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.